Event description:
It was reported that the implant was removed due to fracturing with an infection and pain at the site. Patient will return for a new implant in the future.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to fracturing with an infection and pain at the site. Patient will return for a new implant in the future.

Manufacturer narrative:
After further review and additional information received by the customer, the event was reassessed and this device was reported in error by the customer. As a result, a retraction was submitted to the FDA for MFR #0002023141 - 2022 - 00490 and the dt was reassessed as not reportable. This event did not result in a serious injury and is not likely to if the event were to recur. No significant delay or decline in the patient's status due to the procedure and no additional surgical or medical intervention was required to resolve issue. Therefore, this event is deemed as not reportable.

Event description:
The customer clarified this item was reported in error, there was no malfunction of the device.